Event description:
Essure bed side effects after having the essure procedure done. Rashes, migraines, fainting, varicose vein on uterus causing major pain. Also experienced vomiting, uti and chest pains. Hospitalized for many test to be ran, cat scan etc. Hospital ruled out to have devices removed for health concern reasons. Surgery for removal is not covered under my health insurance uhc. I must pay the full cost by cash to save my life before death. Please help me! I have been to several doctors around the dfw metroplex. Upon request will upload all documents.